Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the o2 had dropped down to 82 percent and did not alarm. The settings were changed back to factory setting when the unit turned off. The sat seconds was reset to 10 for trouble shooting. There was no allegation of patient death or serious injury.